Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beeping and the screen was flashing. The customer¿s blood glucose level was 152 mg/dl. Customer stated that that no reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that insulin pump was dropped on the hard wood floor while sleeping on the couch. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.